Event description:
The reporter indicated that the pts vns "off" time had spontaneously changed from 5 mins "off" time to 3 mins "off" time. Additionally, the reporter revealed that the pt was experiencing pain at the chest site. Further follow up the physician revealed that the pt's settings have been reset and the pt is " feeling fine".